Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer visited emergency room due to high blood glucose level on (B)(6) 2019. Blood glucose level of the customer was when admitted to the hospital was 425 mg/dl. The customer was treated with the intravenous drip in the hospital. Customer's parent stated that the customer was not walking due to hyperglycemia. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.